Manufacturer narrative:
Result of investigation: vyaire medical tested the ventilator and found that the unit is working per manufacturing specification. It was confirmed that the reported oxygen alarm oxygen alarms (alarm 151 - "o2 concentration low" and 224 - "mismatch between delivered and measured fio2") were triggered due to user has not performed a two-point calibration of the oxygen sensor. As a resolution, the ventilator undergone software upgrade to 6.0.1700.0. Performed photonic and 2 pt. 02 calibrations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista experienced low o2 alarm. There is no information regarding patient involvement.